Event description:
As reported through partners I clinical trial, during a follow up visit approximately 4 years and 3 months post tavr, moderate paravalvular leak (pvl) was noted on echo. Review of medical records indicated the patient had the pvl electively repaired. A vascular plug was deployed and per tee and angiogram there was no residual leak. Review of medical records demonstrated over the prior six month the patient had worsening fatigue and dyspnea. During a clinic visit, 4 years and 3 months after valve implantation, he had symptoms of lightheadedness, chest pressure with exertion, and chronic 1+ lower extremity edema. There was moderate pvl, and atrial fibrillation was noted. The aortic valve gradient was unchanged at 13mmhg and left ventricular function remained well preserved. Tte revealed 2+ regurgitation. Compared to a study 4 months prior, the severity of pvl had increased and the lv was functioning at the lower limits of normal. Tte revealed that the aortic valve was stable. Cardiac catheterization was recommended. Approximately 4 years and 7 months post procedure, the patient expired from acute respiratory failure secondary to acute pulmonary edema, and acute chronic congestive heart failure (chf) secondary to valvular cardiomypathy.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; the cause could be related to patient co-morbidities (multi-valve disease,) which may have contributed to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.